Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that a leakage of small blood drops was noticed above the link of the device. The device was removed and it was impossible to place another one. The customer further reports that the patient was an unstable infant with lymphoedema. The catheter was placed to measure the arterial pressure and to take a blood sample.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.